Manufacturer narrative:
This emdr was not sent within 30 days because of unexpected delays incurred when applying for our FDA esg as2 production system account. This emdr has been sent shortly after our production system approval. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.

Event description:
Patient reportedly felt asthenia symptoms and went to the hospital on (B)(6) 2014. While performing the follow-up, the physician tried to manipulate the pacemaker pocket to test the connection integrity, which provoked a cardiac arrest. The patient was delivered immediately to the surgery room where the physician tightened the lead with a screwdriver supposing that this one had not been appropriately connected at the implant. The patient was discharged the same day. A pacemaker check was performed on (B)(6) 2014. Ventricular noise was present in some episodes stored in device memories. An analysis of pacemaker operation is requested.